Manufacturer narrative:
Eval. Summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens implant procedures, glare from lights makes driving at night impossible. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.